Event description:
Complaint received from distributor as follows: "this pt used to use these nelatons and had never any problem in the past, only he had the problem with this lot 453929, he observed the bleeding after catheterization. The bleeding was stopped when he used different lot number of this nelaton.

Manufacturer narrative:
The adverse event 'bleeding per urethra after catheterization' is deemed serious, as it may sometimes require a surgical or medical intervention to control the bleeding and to preclude a more serious consequence for the pt. In this case, the bleeding stopped spontaneously and there was no report of the pt suffering a permanent damage to bodily structure or function. From a clinical perspective, a causal relationship between the catheter and the event is deemed possible because product use is temporally associated with the part of the body where the problem occurred. One hundred fifty eight unused sample in closed peel packs were received and tested. The samples were inspected. The samples met specification. No sharp edges have been observed. History batch records have been reviewed and no nonconformity was recorded during the mfg process. All relevant tests required during mfg process and final product releases were performed and met requirements. No other complaint was received for the same product reference code within last 2 years. The punched holes and the tip rounding are checked by a technician after machine alignment. During production within in process inspection all catheters are checked by operators as well. No sharp edges, fins and the sharp burrs are allowed. Based on above the root cause of the defect cannot be determined. The failure is included in relevant risk management file and associated hazard is evaluated there. Reported to the FDA on (B)(4) 2013.